Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic intraperitoneal on lay mesh procedure, the mesh had explanted from the abdominal wall due to bacterial infection. Wound was closed with a use of suture.